Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the dissection tip was screwed on but staff could not see through very well, the image was cloudy/foggy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip had two parallel lines (scratches) located near the base on the inside of the dissection tip. An imaging test was performed on the returned dissection tip and compared to a reference dissection tip. The images were comparable for clarity and did not appear cloudy/foggy; however, the returned lens image scratches appeared at the edge of the image field but did not cover the entire field of view on the lens. The reported failure was confirmed. A lot history record review cannot be performed because the lot # was not provided by the hosp.